Event description:
During insertion of the ivc filter, the filter did not deploy properly. The device was removed from the patient and another ivc filter was implanted. Manufacturer: please note that we do not send products to the manufacturer, but you may arrange for pick up by calling my number below.